Manufacturer narrative:
H10: the device used in treatment has been returned and evaluated. The visual examination found no defects. The functional assessment established a relationship between the device and failures reported, the device was able to generate or control negative pressure, however this was found to be outside of the normally expected range, the device also failed to alarm within parameters, failing the blockage and leak tests. These failures where due to the vacuum motor not functioning correctly. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for both of the failures reported have been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required, however no corrective action is deemed necessary at this time. The investigation, is now complete and recorded as mechanical component failure. In parallel we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the device failed to alarm blockage and leak.